Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and started to spark while she was pumping. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she saw sparking at the strain relief where wires are exposed, though she did not see fire or smoking. She also indicated that her replacement power supply is working without issue and that no injuries were sustained as a result of the issue. Refer to page 3 for eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires causing an intermittent short which could result in sparking. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply, revealed slight deformation on the transformer housing, but no holes or openings. A visual examination of the cord revealed twisting and exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open to 0.77 ohms, which indicates that there is an intermittent short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 58.8 ohms, which is normal and indicates that the thermal fuse did not blow. Picture #1, exposed wires at the strain relief.